Manufacturer narrative:
Device analysis: the device was discarded; so, an analysis of the actual complaint device is not possible. The device history for this lot number has been reviewed. No issues or discrepancies were noted during this event. The device met its material, assembly, and quality control requirements. At this time, the root cause for the reported event is unk. (B)(4).

Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, the 1.25 diamondback 360 oad was used to perform orbital atherectomy through the anterior tibial artery and was spun through an existing stent. The device spun through the stent without difficulty, but became caught up in it during removal. The diamondback device stopped spinning and was removed from the pt with the stent wrapped around the crown. A balloon was inflated in the area where the stent had been located. The pt showed no signs of perforation via angiogram and maintained the same flow characteristics as prior to the case. There was no flow from the at artery into the foot prior to the intervention as was visualized by angiogram. The physician kept the pt overnight for observation and sent her home the next morning to f/u with the vascular surgeon about the toes that were already in need of amputation prior to the case. The physician said that the pt had a warm foot with a proximal and distal pulse in the at was well as a pulse in the posterior tibial artery. The physician indicated that the event was not due to equipment failure. Add'l info has been requested regarding this event.